Event description:
The patient had a computerized tomography scan and was informed that the lead was fractured. The patient's neurologist told the patient that the lead was not fractured. When the deep brain stimulator was replaced several years later, the hcp also had to release the lead because it was fractured in the neck area. After replacement, the disease symptoms did not decrease. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.